Manufacturer narrative:
A stryker service representative performed an evaluation of the device and observed that the customer's device power button is difficult to operate. The main keypad was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During preventative maintenance, stryker observed that the customer's device power button is difficult to operate. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.